Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was unknown. Troubleshooting could not be completed at the time of the call. The customer could not return their reservoir or infusion set for analysis. Customer was advised to call back when the alarm occurs. No additional information provided.